Manufacturer narrative:
(B)(4). Carefusion did request the return of the used pt circuit, generator, nasal mask, and nasal prongs for eval. Based on the info provided by the user facility, carefusion determined that the user facility's lack of experience with the new carefusion infant flow lp ncpap system (generator, mask, prongs, bonnet and headgear) was the underlying cause of the reported event. Carefusion has initiated an internal corrective action request as a part of our corrective and preventative action system to further investigate this issue.

Event description:
The following info concerning the event and the condition of the pt was copied from an email from a carefusion sales consultant. "[Name removed], who is the nicu supervisor at [facility name removed] has brought to my attention of an increased number of babies with some septal breakdown since moving to the new lp sipap products. I was wondering if you could let us know if this is an issue that you have seen with other users of the lp system? Do you have any suggestions for (B)(6) and his team to help them remedy this issue? My first thought was that since the introduction of the new x-small sized prongs that will allow the use of sipap on even smaller micro premature babies, with their skin integrity being much more delicate creating the possibility of the septal breakdown. When I asked (B)(6) what pt population this was occurring in, he thought it was occurring in all sizes, so hopefully he can confirm if this is only happening in the micro preemie's or all population of babies."